Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Evaluation of the returned device by material analysis engineer confirmed fretting of the metal head. Method & results: -device evaluation and results: wear damage on the inner taper of the head was consistent with interaction against the stem trunnion. The inner taper was examined further using a scanning electron microscope. A material analysis has been performed. The report concluded: the sem analysis on the head taper was consistent with fretting. Eds showed that the head alloy was consistent with the material callout on the drawing. The debris on the head was consistent with a corrosion product, biological material, material transfer from a titanium stem, and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the device was returned for evaluation. A material analysis has been performed. The report concluded: the sem analysis on the head taper was consistent with fretting. Eds showed that the head alloy was consistent with the material callout on the drawing. The debris on the head was consistent with a corrosion product, biological material, material transfer from a titanium stem, and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: "patient was playing tennis, lunged for a ball and felt hip pain. He felt a pop in the front of his hip. Followed by progressive hip discomfort. Was later evaluated with x-rays and CT scan and thought maybe hematoma. White count normal, esr was normal and crp was 4. Then MRI suggested poly disease with metallic artifact. Nothing visible but this was a suggestion. Then doctor ordered the co and cr levels evaluated and they came back elevated substantially." It was further reported that the patient required revision surgery - revised head to a sleeve and ceramic bioloix universal head. Both primary and revision surgery were completed successfully.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "patient was playing tennis, lunged for a ball and felt hip pain. He felt a pop in the front of his hip. Followed by progressive hip discomfort. Was later evaluated with x-rays and CT scan and thought maybe hematoma. White count normal, esr was normal and crp was 4. Then MRI suggested poly disease with metallic artifact. Nothing visible but this was a suggestion. Then doctor ordered the co and cr levels evaluated and they came back elevated substantially." It was further reported that the patient required revision surgery - revised head to a sleeve and ceramic bioloix universal head. Both primary and revision surgery were completed successfully.